Event description:
I placed an order for new contacts with my optometrist. 6 month supply (B)(6). They are blurry after half an hour. I looked it up and it's apparently common with this brand. I called my eye doctor who will not let me return or exchange them as now my prescription expired so I'm not allowed to return or exchange them. I ordered them on (B)(6) 2023 and called the day after I received them on (B)(6) 2023. I had no chance to return them at all. Contacts are the acuvue oasys brand. It is a brand I have used for years and started having issues last year which seems to be what everyone else experienced. I brought it up to my dr. At my last appointment who told me to change my solution which did not help the situation.